Event description:
I had essure implanted in 2012 and I was told that my procedure was a total success that I was occluded 100%, which it never was. The doctor made me feel like it was. I was having a lot of pain on both sides of my breast and discovered a few months after that I was gaining weight and also discovered that I was pregnant 5 weeks and I already had 4 children meaning that I was having another child which will be baby #5. I called the certified dr who implanted by device who was certified by essure to perform any procedure and he told me he didn't know how this happened. He told me he was contacting the sales rep of essure to see what happened to me and they will review my hsg test, he contacted me a few days later telling me that I was the 1% failure of this product. I was in total shock. I contacted the sales rep that handles essure in my area and she didn't know who I was, she thought probably I was someone from the hospital where I had by procedure and she said that it was taken care already, and I was like what taken care already, she was like I'm not supposed to talk to pts. My pregnancy was a roller coaster, I was always in a lot of pain on my right side. Doctor could not help me because he didn't have any experience with women getting pregnant with essure. I was practically on my own during my pregnancy. I feel that more education is needed from doctors and patients, the only think I sued to hear was I never heard anyone getting pregnant with essure and I had to explain to every professional about this procedure because it seemed that no doctors knew what essure was. I'm very disappointed that the FDA couldn't assist me with info how essure could affect my pregnancy. I had by daughter in (B)(6). She was born healthy, but the question was why did I get pregnant? Why was I having pain? I had by hsg procedure done again to learn that I was never occluded. The implanted doctor was lying to me. This is what they been doing to many patients who opted for this procedure.